Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62745. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts curled and was too long in ac. It was reloaded and curled again when caught up in tenons tissues. Surgeon was unable to straighten the stent and so they opened the conjunctiva, swept tenons tissue to free up xen®45 gts and ensue it was straight, then they sutured the conjunctiva. The device was successfully implanted in the unknown eye.